Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device's active exhalation control module was replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a ventilator's active exhalation control module was replaced to address a test failure. The active exhalation control module was replaced preventatively. The device's three way solenoid valve was replaced to address the test failures.